Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring came off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that his belt clip broke off the insulin pump about a year ago and the label wore off around the same time. The devices will not be returned for analysis.